Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, testing revealed the following discrepancies, coupling side was defective, trigger was destroyed and attachments do not hold due to improper handling. The trigger ring, trigger and seals were replaced. The device was returned to customer on (B)(4) 2012. (B)(6). Placeholder.

Event description:
Customer reported the shaft locking mechanism does not work. Attachment came loose during surgery due to improper adherence to hand grip. This is report 1 of 1 for #(B)(4).